Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary :no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "revision total knee arthroplasty: hybrid vs standard cemented fixation" by jesús gómez-vallejo et al. Published by journal of orthopaedics and traumatology was reviewed. The article purpose: to assess the clinical, x-ray, life quality and survival results obtained with each fixation method (cemented and cementless). The article reports: during the period 2000¿2013, revision tka was performed on 67 patients; 29 cemented arthroplasty and 38 hybrid fixation. The authors found that there were no differences between the cemented and hybrid fxation groups in the preoperative and postoperative akss clinical evaluation indices and the sf-36 health index. Although the results were similar for the two groups,the authors found that hybrid fixation tended to produce marginally better results than cemented fixation. Six of the arthroplasties were classed as failed¿three due to late onset deep infection, one because of femoral stem breakage caused by fatigue, and two due to instability. Cement was used within this article although the manufacturer was not disclosed. Patella resurfacing was not mentioned within this article. Due to this study using both competitor knee systems as well as depuy knee systems, quantities are not able to be accurately determined for this particular study. Depuy products involved: tciii. Complications: infection (3), femoral stem fracture (1), joint instability (2), surgical intervention (1).